Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt's pain intensity had increased and was not relieved by scs therapy. The pt also reported experiencing a burning and tingling sensation. Fluoroscopy results showed no anomalies. The physician performed a revision of the ipg site. Tissue growth was reported where the leads connect to the ipg header. The pt reported the burning and tingling sensation was resolved following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.